Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump keypad was unresponsive. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer states that the replacement time was to long which was causing all key failure. The insulin pump will not be returned for analysis.